Manufacturer narrative:
After multiple attempts, physio-control has been unable to obtain further details about the patient or the event. The customer was able to confirm that they permanently removed the device from service. The device has not been evaluated by physio-control. The cause of the reported failure could not be determined.

Event description:
Physio-control was made aware that during a patient event, the customer¿s AED device was unable to detect the patient through the defibrillation electrodes (manufacturer unknown). As a result, defibrillation was not possible. The customer advised that a high school senior had collapsed after crossing the finish line at a high school cross country meet. CPR was immediately performed and the customer¿s device was attached to the patient; however, the device continually prompted to ¿connect electrodes¿ even though the defibrillation electrodes were properly applied to the patient. After approximately 3-4 minutes the police department arrived with a backup AED device (manufacturer unknown). The police officer used their AED to shock the patient. The patient was resuscitated and no adverse effects were reported. No further details about the patient or the event were provided by the customer.